Event description:
A baxter service tech reported an infusion pump with a 538 failure code that occurred during service. Baxter's quality mgmt contactd the facility's biomed engineer who stated that there was no report of any pt injury or medical intervention resulting from this failure. The biomed reported that the pump failed after a nurse powered it on. The pump was not in use on a pt, and the nurse was able to switch pumps immediately.